Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with a failure code 570:320 was confirmed by baxter personnel in the pump's event history. The evaluation is in the process of being completed. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The facility reported a colleague infusion pump with failure code 570:320. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, patient/user injury or medical intervention. This involved an unremediated infusion pump with user interface module master software version 5.04.00. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code 570:320 was confirmed in the pump's event history. The root cause of this condition was assigned to a depleted main battery as a result of use/user error. The main batteries were replaced to correct this condition.